Event description:
It was reported a transtelephonic monitoring session was unsuccessful. It was not possible to interrogate the device, despite two programmers being attempted. There was no magnet response. There was no evidence of pacemaker function. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed no telemetry and no output. Further testing revealed the no telemetry and no output conditions were the result of lifted hybrid bond wires. Evaluation summary ema wirebond - loose/detached. Implantable pulse generatorr it was reported a transtelephonic monitoring session was unsuccessful. It was not possible to interrogate the device, despite two programmers being attempted. There was no magnet response. There was no evidence of pacemaker function. The device was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed; mechanical tests performed; visual examination component/subassembly failure (select specific code from category d) wire device was out of specification in a manner that relates to event interrogate, difficult to magnet mode discrepancy output, none.